Manufacturer narrative:
Date of event was not reported, the aware date was used as an estimate.

Event description:
It was reported that the device did not seal. It was reported via social media that the patient had a watchman closure device implanted. At an unknown date it was noted that the device had a gap. The patient had another procedure to treat this issue. A small gap still remains, but the patient is off blood thinners.